Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch select simple meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified time in "about march-april" when his onetouch select simple meter would not power on, preventing him from performing a blood glucose test. The patient manages his diabetes with "insulin nph 20 units 2 times a day and metformin 2 pills a day" and he denied taking any action beyond his normal diabetes management routine in response to the alleged product issue. The patient reported that "2 months approximately" after the start of the alleged product issue he developed the symptoms of "profuse sweating and thirst". He reported that in response to these alleged symptoms he attended his doctor's office where his doctor amended his diabetes management routine though specific details on this were not provided. During troubleshooting the csr verified that based on the information provided there was no product misuse associated with this complaint, this was not the first time the patient had used the subject meter and the subject meter's battery did not need replaced. The csr was not able to walk the patient through inserting a test strip as the patient did not have any test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to the subject meter not powering on.